Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient's nurse reported that the patient had a wound on his back under the therapy electrode. The wound was bleeding and had puss seeping from it. It was also reported that the patient had a pressure ulcer on his skin and general bruising all over his upper body. The patient applied ointment to the affected areas and used ointment pads on the open wounds. The medical outcome of the skin irritation is unknown. The patient ended use of the device.